Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours.

Event description:
It was reported the customer experienced an occlusion alarm. The customer experienced an elevated blood glucose level of 300 mg/dl. Customer administered manual injections to stabilize blood glucose levels. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set tubing was the location of the occlusion. "Customer stated they use supplies for 5 days." Customer did not provide infusion set manufacturer